Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. The patient was admitted to the hospital and the device was explanted due to battery depletion. The patient expressed concern that their device depleted prematurely. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient retained their device following the explant procedure and the device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.